Event description:
It was reported that compression nut and guide sleeve are stuck together. This was discovered during cleaning. Reported condition is the items are cross threaded. There was no patient involvement. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.